Event description:
It was reported that the color changes.

Manufacturer narrative:
The return device was confirmed, however the reported failure was not confirmed. No problem during visual inspection of the coupler. S/n on the coupler is intact and legible. This coupler was received along with the camera head and after the coupler was analyzed no problem was found with the unit, the coupler conforms to specifications. Coupler also passed pressure testing. The probable root cause is a camera head related issue. The product was returned for investigation, however the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the color changes.